Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the provided image showed a tissue caught in the wrist of the force bipolar instrument.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the peritoneum became caught in the wrist of the force bipolar instrument below the pulley wires during dissection. The incident occurred while the surgeon was dissecting the peritoneal pocket for mesh insertion. The entrapped tissue was released using scissors. The procedure was completed robotically without any reported injury. There was no bleeding or additional tissue excision due to this event. The patient was discharged home. At follow-up, the patient showed no post-operative complications related to this event; however, whether there would be any long-term complication was unknown. The surgeon attributed the issue to the design of the instrument.